Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) kept alarming. As mitigation, the team disconnected the abd from the cable and connected the cable to another abd and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.